Event description:
It was reported that an implant shift occurred. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon release of the device, it shifted more proximal that originally placed. The device was assessed and compression still met criteria at 17% compression. The device remained in this position and the case was completed. No additional leak was noted. No patient complications were reported.